Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with a hand foot arthrodesis nail in her left leg during a procedure on an unknown date in (B)(6) 2015. On an unknown date in (B)(6) 2015 the patient presented with seepage at the wound site, indicating a bone infection. The wound was irrigated and the patient was prescribed antibiotics for osteomyelitis. All devices remained implanted. Patient status at the time of treatment was reported as ok. Please see related complaint (B)(4) for additional events reported for this patient. This report is 2 of 7 for (B)(4).